Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibited premature battery depletion due to a recorded alert found via the remote monitoring system. This device was subsequently prophylactically explanted. This device is not expected to be returned. No adverse patient effects were reported.